Manufacturer narrative:
Complaint of overheating and grinding noise was confirmed. Cause of overheating and grinding noise is a corroded motor/gearbox. The cable assembly and motor tested good. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
.

Event description:
It was reported that the mdu hand control powermax shaver made a grinding noise and overheated during an arthroscopy procedure. No delay in surgery was noted. A backup device was used to complete the procedure. No injury or complications were reported.